Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the upper and lower abdomen using the cooladvantage and cooladvantageplus applicator and may have paradoxical adipose hyperplasia in the treated areas. It was reported that the tissue was firm, showed increase in fullness and enlarged. The patient first noticed symptoms approximately two weeks after treatment.

Manufacturer narrative:
Corrected data: a6, b3, b5 (treatment date), d1, d4, d8, d10, g1, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen on (B)(6) 2021 using the cooladvantage and cooladvantage+ applicators and presented with paradoxical hyperplasia (ph).